Manufacturer narrative:
It was initially reported a patient had elevated carbon dioxide levels while using a ventilator. There was no serious patient harm or injury. The patient was placed on another device and returned to baseline. The ventilator was returned to the manufacturer for evaluation. During the evaluation, the device failed a step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received information alleging a patient had elevated carbon dioxide levels while using a ventilator. There was no permanent harm or injury. The manufacturer is currently investigating this event and a follow up report will be filed when the investigation is complete.